Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material adhered on objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material adhesion that caused water droplets to remain on the objective lens surface, resulting in ¿insufficient air flow to clear water from the objective lens¿. In addition to the above-mentioned ¿insufficient air flow to clear water from the objective lens¿, the foreign material on the objective lens surface may have allowed stain during the procedures to be easy to remain, being temporarily reflected in the image as cloudiness that could not be removed by water feeding. The root cause of the foreign material remaining on the objective lens surface was unable to be further specified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.